Manufacturer narrative:
The technician found the left and right siderail tubes broken which prevented the siderails from latching. The technician replaced the end tubes to repair the stretcher.

Event description:
Information received indicates the siderail will not latch.